Event description:
Customer reportedly received results of 259 mg/dl and 93 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No blood glucose symptoms reported with these results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.